Event description:
This report is based on information provided by the remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that it does not turn on normally, but it shows a message saying that all the parameters are disabled, making it unusable.